Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the detachment of the adc device. As a result, on (B)(6) 2022, the customer experienced unspecified hypoglycemic symptoms and was provided juice and glucose by a non-health for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding the detachment of the adc device. As a result, on 30 jun 2022, the customer experienced unspecified hypoglycemic symptoms and was provided juice and glucose by a non-health for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Was returned and investigated. No physical damage was observed on the sensor patch. The adhesive was not returned. If the sensor adhesive is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.